Event description:
The user facility reported that after the steam sterilizer completed a warm-up cycle, a hot transfer cart was removed from the chamber to load indicator packs onto the cart shelves. An employee reaching for an indicator pack accidentally contacted the hot transfer cart frame and obtained a 2nd degree burn on his left forearm; the employee was not wearing personal protective equipment (ppe). The user facility reported that the employee's burn was the size of a half dollar coin. The employee went to employee health where burn ointments were applied and covered with a bandage. The employee worked 1/2 day on the day of the event, returned to work the next day with restricted duties and is not permitted to scrub for surgery until the burn heals.

Manufacturer narrative:
A steris technician inspected the unit and found that both the sterilizer and the transfer cart were operating properly; no issues were noted. The units were returned to service and no further issues have been reported with the equipment. The event is attributed to operator error as the employee was not wearing proper personal protective equipment (ppe) when loading instruments onto the hot shelves of the transfer cart. The sterilizer operator manual(pp. 1-1 & 5-1) ) includes the following warning: " sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation." The 60" platform steam sterilizer and transfer cart are under steris maintenance contract. The last preventive maintenance was performed on (B)(4) 2012, at which time the units were found to be operating properly. Steris offered an in-service on proper operation of the equipment, however the user facility declined.